Event description:
Procedure: colectomy functional end to end. Anastomosis. According to the reporter. On first firing on small bowel, before firing was completed, the device slipped on tissue. After firing, the black return knob would not return. Add'l resection of tissue was done and stapling was re-done. The tissue might be too thin.

Manufacturer narrative:
(B)(4).